Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased hv lead impedance and increased pacing lead impedance were observed. Lead revision was recommended. No further information available.